Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided but not reviewed by a health care professional. Review of the available records identified this is for stage 2 after a successful stage 1 (kiwi hip) which would indicate infection. Infection is not clearly visible on plain film xray. The root cause of the reported issue is attributed to off-label use as instructions for use states ¿do not use in the presence of documented infection.¿ the reported event is confirmed based upon the IFU contradiction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent an initial hip arthroplasty approximately four (4) months ago. Subsequently, the patient underwent a first stage of a two-stage revision surgery on an unknown date and the second stage of the two stage revision surgery twenty three (23) days ago due to an unknown reason.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length; lot#: 66418000 item#: 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length; lot#: 66418003 g2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.